Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that the jaw broke during the procedure. The complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Given that no lot number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The serial number is unknown.

Event description:
It was reported that this was an arcr (arthroscopic rotator cuff repair) performed on (B)(6) 2020. When the surgeon opened the jaw of the suture passer (214004), it seemed that the jaw opened less than usual. He made it sure by opening and closing the jaw several times. S/he kept using the suture passer and closed the jaw to hold the ligament in the joint. Then, the suture passer made noise, and it was found that a part of the jaw had broken. A fragment was removed from the patient¿s body. The procedure was completed with a replacement. There was no harm to the patient. The device was the first use when the issue occurred. Additional information provided by the affiliate reported the device would not be returning for evaluation.